Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for multiple patients. The following data were provided: lab reference range: female is <16 ng/l, male is <34 ng/l. Lot#79329ud00: (B)(6) 2026, sid (B)(6), (72-year-old, female): initial result = 242 ng/l (B)(6), repeat result = <10 ng/l (B)(6). (B)(6) 2026, sid (B)(6), (52-year-old, male): initial result = 59.36 ng/l (B)(6), repeat result = <10 ng/l (B)(6). (B)(6) 2026, sid (B)(6), (70-year-old, male): initial result = 65.46 ng/l (B)(6), repeat result = 23.55 ng/l (B)(6). No impact to patient management was reported.